Event description:
Pt underwent revision of a failed ankle joint arthrodesis. The drill bit did not align properly at the locking hole of the nail. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn, as no device was returned or catalog number or lot number provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. During a review of the event it was determined this should be a serious injury.